Manufacturer narrative:
Upon receipt of additional information, it was determined that this item was reported under the wrong MFR. The report will be submitted under MFR (B)(4).

Event description:
Upon receipt of additional information, it was determined that this item was reported under the wrong MFR. The report will be submitted under MFR (B)(4).

Event description:
It was reported that a patient was revised approximately ten years four and a half months post implantation due to implant wear. When inspecting the patella, it had grown in however there was noticeable poly wear on the patella and the patella had even changed shape to where it appeared bent. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4) h3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: a2, a3, b4, b5, d2, g1, g3, g6, h1, h2, and h11.